Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the health care professional, that the patient had clogged cannula which led to increase in blood glucose level of 1000 mg/dl over a few weeks ago. Prior to hospitalization, the patient self-treated with a bolus via the pump. Subsequently, the patient had occlusion alarms. The patient was hospitalized for 10-12 days. No further information available.